Event description:
It was reported that the health care provider was planning on moving the implantable neurostimulator (ins) from the buttock tomorrow because of trouble recharging. It was noted that "apparently yes" the patient had trouble recharging since implant. Additional information received 11 days later reported that the patient's device was moved higher up and there have not been any charging issues. It was noted that it appeared to have been implanted too deep thus causing the trouble recharging. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3998, lot# j0425094v, implanted: 2004 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4) .